Manufacturer narrative:
(B)(4). One sample was received by baxter for evaluation. Visual examination of the unit did confirm the separated condition. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Baxter USA received a report that one (1) intermate was received with a "separated top coil cap" was detected on an unknown date. There was no report of patient involvement, injury, or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.